Event description:
The customer reported that al7 ris messages (bed swap) where causing patient update messages on pacs. Approximately 50 patients demographics were updated on pacs incorrectly. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).